Event description:
The customer observed non-reproducible, higher than expected vitros tropi es results from a single patient sample processed on a vitros eci immunodiagnostic system. Vitros tropi es results of 0.091 and 0.105 ng/ml vs. Expected result of <0.012 ng/ml were obtained from the sample. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es results were not reported from the laboratory and there was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros trop I es result was obtained from a patient sample processed on a vitros eci immunodiagnostic system. A vitros tropi es reagent and an instrument issue cannot be ruled out as potential contributing factors. Following service actions on multiple subsystems, acceptable tropi es performance was obtained. In addition, the customer did not process the patient sample in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing (centrifugation) could not be ruled out as a contributing factor. The root cause of this event is unknown.